Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple screen and damage to universal cord. Based on the results of the investigation, the finding of the purple image was attributed to a component failure in the universal cord. The event can be prevented by following the instructions for use which state: in instructions for use "chapter 8.4 after use", ¿notice risk of damage to the product¿ lists ¿pulling on the cable may damage the product. Pull on the connector casing of the light-guide connector when disconnecting the endoscope from the light source.¿ (instruction manual_wa50040a.pdf). Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen becomes blurred and distorted. The issue occurred during maintenance. There were no reports of patient involvement.